Manufacturer narrative:
This report is filed, may 3, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to thick skin flap. During the same surgery the patient was re-implanted with a new device.

Manufacturer narrative:
This report filed july 6, 2016.